Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed which identified that there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient abdominal pain and cloudy effluent with subsequent diagnosis of peritonitis. However, there is no documentation to show a causal relationship between the event and the liberty select cycler or cycler set. Additionally, there is no allegation of a machine malfunction or cycler set leak reported for this event. Based on the available information a cause of the peritonitis cannot be determined. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient contact reported the patient was hospitalized. Patient contact also reported that the patient experienced abdominal pain and noise on the cycler. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis (signs and included abdominal pain and cloudy effluent). The hospitalization dates were (B)(6) 2018. The cause of the patient¿s peritonitis was unknown and has not had any reported fluid leaks. The patient¿s culture results were negative for peritonitis. The patient was prescribed and treated with vancomycin and cipro, unknown course of antibiotics. The patient being monitored as the patient showed signs of improvement and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.